Manufacturer narrative:
Initial reporter: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during patient treatment, several clots were observed in the deaeration chamber of a prismaflex set. The set was changed. It was not confirmed if the blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information available.